Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to emergency room with near syncope. A remote monitoring transmission was sent and reviewed. Capture was not able to be confirmed on the right atrial (ra) lead. A stored episode was noted to have possible t-wave oversensing. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.